Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, suture, and depth gauge were not returned. The actuator is in the pre-t1/post-t2 position. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the t1 and t2 implants of the fast-fix 360 deployed at the same time. Both t implants were removed from the meniscus using a grasper. Surgery was completed with a back-up device instead. There was a surgical delay o f less than 30 minutes, and no further complications were reported.